Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for an unrelated issue and the device was interrogated. There was a vf episode stored on the device from a few months earlier. A high voltage shock was delivered. The device did not switch to noise reversion mode. The patient felt the shock, but was unaffected. The patient was renovating the house at the time and was surrounded by lots of electrical wiring.